Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that on (B)(6), 2014, the catheter tip was found to be broken. The catheter was pulled and replaced the following day. The patient recovered without further issues.

Manufacturer narrative:
Submit date: 11/25/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample consisted of one red adult adapter. After a visual inspection, a crack on the thread region of the adapter was identified. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Over tightening catheter connections can crack some adapters. Exposures to chemical agents and proximity to heat sources can cause the adapter to crack. The most probable root cause could be due over tightening of the adapter. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.